Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during an unknown phase and cycle of treatment. The patient stated the cycler prompted with an m30 balloon valve leak warning during step 5 of setup. The patient stated the catheter extension broke and was the area the leak occurred. The patient terminated treatment and reverted to calling the peritoneal dialysis registered nurse (pdrn) and had the catheter fixed. The patient knew how to perform manuals and would get with the pdrn for assistance. The cycler was replaced. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted from between the catheter extension and the catheter. The patient stated the connection site did not leak during setup but began leaking during an unknown phase and cycle of treatment. The cause of the leak at the connection site was unknown. The patient confirmed there were no issues reported with the cycler or cycler set itself, and no fluid came into contact with the cycler. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. The patient stated the pd catheter was replaced and they are continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed the extension set used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during an unknown phase and cycle of treatment. The patient stated the cycler prompted with an m30 balloon valve leak warning during step 5 of setup. The patient stated the catheter extension broke and was the area the leak occurred. The patient terminated treatment and reverted to calling the peritoneal dialysis registered nurse (pdrn) and had the catheter fixed. The patient knew how to perform manuals and would get with the pdrn for assistance. The cycler was replaced. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted from between the catheter extension and the catheter. The patient stated the connection site did not leak during setup but began leaking during an unknown phase and cycle of treatment. The cause of the leak at the connection site was unknown. The patient confirmed there were no issues reported with the cycler or cycler set itself, and no fluid came into contact with the cycler. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. The patient stated the pd catheter was replaced and they are continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed the extension set used was no longer available to be returned for investigation.